Event description:
The customer called to report that he was hospitalized for low blood glucose levels with a reading of 20 mg/dl. The customer stated that the insulin pump was delivering boluses that he didn't program. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the reservoir volume did not match with the amount of insulin in the reservoir. The different was almost 100 units. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected bolus, daily total, basal, reservoir volume or units remaining anomalies were noted.